Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information. The rv lead subsequently tested out of specification during manufacturer's analysis. Additional information was received from the clinic stating that there were sensing issues with the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the proximal conductor was fractured, the inner tubing and insulation of the lead was extrinsically breached due to a tear and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant products: p1501dr implantable pulse generator (B)(6) 2006; 4076 implantable pacing lead (B)(6) 2006. (B)(4).